Event description:
The pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was evaluated at the hosp by an animas rep and found to be operating within required specifications. The pump history indicated that the pt was not completely filling the infusion set cannula with insulin prior to initiating insulin pump therapy. The pt has continued to use the pump with no reported subsequent events.